Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this lead was an attempted implant that was not placed due to an unspecified product performance concern. Attempts were made to gather additional information, but none was obtained. An alternate right ventricular (rv) lead was successfully placed. No adverse patient effects were reported.